Event description:
A customer reported the display monitor mounting bracket on their affiniti 50 ultrasound system broke causing the monitor to fall forward onto the control panel. The issue occurred outside of use, no patient or user was harmed as a result of the issue. A replacement tilt swivel monitor arm kit has been ordered to repair the system. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
As a correction, the affiniti tilt swivel monitor arm was replaced to resolve the issue. The complaint was escalated for a product analysis to identify cause of the reported issue. However, the monitor arm was disposed of locally by the customer and is not expected to be returned. As such, the cause was unable to be determined as the suspect part could not be obtained for further failure analysis. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.